Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would not turn on. It was indicated that the main printed circuit board (pcb) was contaminated. It was also indicated that the upper and lower cases, display flex cable, keypad flex cable, encoder assembly flex cable, display frame, four knobs, insulator label, four display frame screws, six case screws, and six main pcb screws were contaminated. It was also indicated that the hanger assembly was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service. There was no patient involvement.